Event description:
It was reported by service report that the head-end brake crank assembly was damaged. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: broken head-end brake crank assembly.